Event description:
The site reported that they had a superdimension case in which the pt developed a pneumothorax. It was reported that a chest tube was placed and the pt was released from the hospital the next day with no further complications. There was no allegation that the superdimension system caused the reported pneumothorax.

Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.